Manufacturer narrative:
The reported event was addressed with phone support. Customer was able to resolve the issue by reseating the 30-degree endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the image was flipped, and the endoscope failed to rotate when the customer pressed up/down button. The customer reseated the endoscope to resolve the issue. The endoscope could be rotated smoothly by hand. The tse confirmed error 282 in the logs and explained that the issue could be due to poor engagement between the endoscope and the universal surgical manipulator (usm) arm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not result in patient injury. The endoscope associated with this event will not be returned for evaluation.